Event description:
Event description guidant received information that during the attempt to implant this left ventricualr lead, the coronary sinus was inadvertently dissected, while the contrast was being administered.